Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(4) of peritonitis in a patient coincident with dianeal pd2 1.5 and 2.5 ultrabag therapy. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized. On an unreported date, the patient started treatment with meropenem (250mg, three times a day, ip) and vancomycin (1g, every fifth day, ip). The cause of the peritonitis was break in aseptic technique. It was unknown if the fungal peritonitis had resolved. It was not reported if the break in aseptic technique had resolved. Dianeal therapy was ongoing as was remedial therapy with meropenem and vancomycin. A causality statement was not provided for the events.